Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties and stent movement occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending coronary artery. After predilating the lesion with a non bsc 2.0x15mm balloon, the 2.50x24mm taxus liberte stent delivery system (sds) was advanced, but was unable to cross the lesion. When removing the sds, severe resistance was encountered in the unk size/type sheath, and the stent was almost dislodged from the balloon. The device was able to be successfully removed with the stent still partially on the balloon. The procedure was completed with a different device with no pt complications. The pt condition post procedure was reported to be good.

Manufacturer narrative:
(B)(6). (B)(4).